Event description:
When putting the disposable olympus/ guardian buttons into scope, the smaller red button completely broke apart, spring and all. It was unable to be used. It broke inside the scope working channel.